Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent a knee revision procedure of unknown knee on (B)(6) 2015 due to unknown reasons. During the procedure to implant a biomet knee, it was noted that a peg was missing from the augment punch. This made it difficult to insert the tibial component and the implants would not seat properly, causing them to lift and rotate. It was decided to remove all components and the surgeon re-implanted. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to excessive force during the procedure.